Manufacturer narrative:
Concomitant medical products: t510c33 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and the right ventricular (rv) lead exhibited increasing and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.